Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description from the third-party biomedical technology services company, "'the unit came in due to multiple low oxygen alarms during ventilation.". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. Measures taken: replaced the o2 mixer assembly (pn msp161619), performed the service software successfully, ventilator device put back in service.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Initial report: